Event description:
During routine preventive maintenance, a medtronic rep reported wear on angled spine clamp. This event did not occur during surgery and no pt was present.

Manufacturer narrative:
Medtronic rep. Reported wear on the spine clamp during a routine maintenance. Unsure if site will purchase a new clamp.